Event description:
It was reported that the patient was admitted to the hospital due to bradycardia. During testing, it was noted that the right ventricular lead had dislodged which resulted in loss of capture. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in stable condition.